Event description:
Reportedly, a sudden ventricular threshold increase of the ventricular lead, positioned in lbbap implant few days after implantation. The patient is safe and the ventricular output was increased.

Manufacturer narrative:
Analysis synthesis: review of the quality documents confirmed that the lead was manufactured and released in compliance with applicable standards. Additionally, the manufacturing process review confirmed that no changes were implemented at the time of the lead production that could have impacted the steroid collar. Review of the provided patient files showed during the ¿v burst¿ episode recorded on 22 march, under-sensing and intermittent capture failure on the ventricular channel. These intermittent abnormalities, affecting both capture and sensing may be suggestive of a potential lead-related issue, such as intermittent lead dislodgement, associated with transient lead contact instability. Lead dislodgement likely occurred due to external factors, such as patient physiology, or physician preferred implant site, etc. It is a well-documented potential complication associated with implantable cardiac devices, as noted in the device¿s instructions for use and the published literature. The results of this investigation are retained and utilized for trending purposes.